Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device interrogation, one occurrence of t-wave oversensing after pseudofusion beat was observed. Programming options were recommended. A longevity calculation was performed and the device was found not to be within longevity estimations. The physician has decided to take no action. Device remains implanted. Patient condition is good.